Event description:
It was reported that when the patient "coughed, moved, or even talked loudly the amplitude would drop down on its own without the patient making changes." The patient's programmer indicated amplitude had decreased. It was stated the patient felt like her stimulation was "shorting out". The patient tried a lead connection check. Stimulation could not be adjusted with the patient programmer and reported a "call your doctor" icon and error code 565. The patient's amplitudes were maxed out at 10.5 volts on one side and around 8-9 volts on the other side. The patient was "barely feeling stimulation." The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the manufacturer¿s representative and patient were unaware that the patient had adaptive stimulation enabled and turned on. This accounted for the changes in stimulation amplitude. It was noted the patient may have inadvertently turned on the adaptive stimulation. The patient was reported to have been receiving effective therapy and was doing well.

Manufacturer narrative:
(B)(4).